Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient reported: I had mako 4 years ago on my both knees. It has failed. I have to have total knee. This report is for the left knee.